Event description:
Vent malfunctioned and began beeping (high pitched screaming alarm), it did not alarm circuit disconnect according to rn, and the screen went black. The patient was being manually bagged when rt arrived and the rn was unsure if the vent was delivering breaths to the patient after the alarm and the screen going black.